Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: the pump history showed that there were manual time and date changes from (B)(6) 2014 at 09:32 to (B)(6) 2014 at 22:15. There were no errors, alarms, or warnings that occurred during testing. A time keeping accuracy test was performed and the pump was found to be keeping time accuracy.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 20 mmol/l with nausea associated with the pump time gaining/loosing time. The reporter stated that the time on the pump time was being compared to an atomic clock. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.